Manufacturer narrative:
There are no indications that the nalu system or any components failed or malfunctioned. There is no indication of improper placement of the system during the implant procedure. Poor healing is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. After implanting the system it was noted that the implanted lead was begining to protrude from the skin. The physician elected to explant the system to allow for healing before planning to re-implant at a future date.